Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she ended up in a car accident after her blood glucose dropped into a low range. The customer stated that she was wearing a sensor, which showed 85 to 90 and when she checked her blood glucose, it was 50 mg/dl. The customer was in the hospital with her husband, who was having surgery, and had to go to get something to treat with. She was in her car driving and came to in an ambulance. She stated her blood glucose at the time of admission was 30 mg/dl. The customer did state she experienced head injuries that required stitches. The customer declined to give further information on the event. Nothing further was reported.